Event description:
It was reported that the device is giving low readings while in aorta mode. No patient injury was reported.

Manufacturer narrative:
Upon receipt, the unit was found to have a faulty data collection module (dcm) which could have contributed to the inaccurate reading. The verathon service representative replaced the dcm, tested the unit, and it now performs within specifications.